Event description:
It was reported that during percutaneous transluminal coronary angioplasty (ptca) procedure a tip detachment occurred. Vascular access was obtained via groin. The 70% stenosed target lesion is 8mm long and located in the moderately calcified, moderately tortuous circumflex artery. A 185cm kinetix¿ plus guidewire was advanced and able to cross the lesion. It was noted that the distal tip of the wire broke off inside the patient. The physician was able to stented the detached tip against the vessel wall. The procedure was completed with the different device. No patient complications were reported and the patients status was fine.

Manufacturer narrative:
(B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Manufacturer narrative:
Device evaluated by MFR: the returned kinetix guidewire was measured with a calibrated ruler and measured 181cm to the distal edge of the high toque sleeve (hts) and 182cm to the distal edge of the core wire which was within the length specification. The hts was completely separated 181cm and the core wire was completely separated 182cm from the proximal end. The fractured distal end was not returned for analysis. The fractured end was jagged and twisted which indicates torsional damage and kinking contributed to the confirmed fracture/detachment. There was no damage or irregularities to the bonds. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that during percutaneous transluminal coronary angioplasty (ptca) procedure a tip detachment occurred. Vascular access was obtained via groin. The 70% stenosed target lesion is 8mm long and located in the moderately calcified, moderately tortuous circumflex artery. A 185cm kinetix¿ plus guidewire was advanced and able to cross the lesion. It was noted that the distal tip of the wire broke off inside the patient. The physician was able to stented the detached tip against the vessel wall. The procedure was completed with the different device. No patient complications were reported and the patients status was fine.